Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, based on the patient's biometry, the doctor targeted a slightly myopic refraction with a power of 20 d (ref -0.39). At post op, it was found that there was a myopic surprise of -2.75 d. The doctor had done the biometry again, confirmed no measurement error and suspected myopic surprise occurred due to a power error in the lens. Patient also experienced blurry distance vision.

Manufacturer narrative:
Additional information has been provided in b2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the doctor initially thought a power outage caused your myopic surprise but later confirmed that no outage had actually occurred. Patient refraction has finally reached the target for slightly myopia (-0.39 d) on day 10 post operation, distance vision is satisfactory. The initial report was submitted in error.